Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm after each infusion set change. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. After troubleshooting for no delivery alarm, it was found that cannula was bent. Troubleshooting was also performed for bent cannula and customer was advised that infusion sets would be replaced.